Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's grandmother that the customer put their insulin pump in a zip lock bag, but the insulin pump continued to deliver insulin into the bag. It was also reported that the insulin pump is not working. No additional information was provided.